Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3387s-40, lot# va00ucg, implanted: (B)(6) 2012. Product type: lead: product ID 3387s-40, lot# v966673, implanted: (B)(6) 2012. Product type: lead. The initial MDR was filed as MFR report # 3007566237-2013-00189. Additional review indicated the correct manufacturing site was site (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported impedances were "within range." A possible malfunction was noted as the estimated replacement indicator icon was seen, but the battery voltage was at 2.69v at the time. The reason for this was unknown. It was stated the patient was receiving "effective" therapy.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient checked to see that his device was on every two weeks. The last couple of times he'd checked the device, the device was off. It was noted that the patient was going to check again the day of the report. When the patient turned the device back on he felt the "rush" that he would generally feel when the device went on, so the patient's doctor thought it really turned off. Two weeks later, it was reported that it was a concern that the patient's device had broken or gotten turned around. The reporter stated that there was an error message. It was noted that the patient was going to see his doctor the next day.